Event description:
It was reported that two buttons on the insulin pump were unresponsive. The reporter had taken the batteries out during the night and inserted new batteries in the morning. The blood glucose reading at the time was 24.3 mmol/l. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The device had no button response due to corroded keypad traces. The device was also received with cracked display window corner, battery tube threads, reservoir tube lip and scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.